Event description:
The following description of the event was documented by carefusion tech support in response to info provided by a foreign distributor in ecuador. Our dealer claims this unit is alarming "transducer fault" they performed the transducer calibration and found out the exhalation flow transducer fails the "0" calibration.

Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the MFR. Event codes were derived based on info provided by the foreign distributor. (B)(4). Carefusion is in the process of identifying the location where the event occurred. The following info concerning the evaluation of the device is a summary of the info provided by the foreign distributor. The foreign distributor evaluated the device and determined the failure was caused by a malfunction main board. On 12/19/2014 carefusion sen the foreign distributor a replacement main board for the repair of the device. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main board for evaluation. As of 01/12/2015 the alleged faulty main board has not been received. Should the alleged faulty main board be received and evaluated, a f/u medwatch report will be submitted.

Manufacturer narrative:
The main board was received into the carefusion failure analysis lab for evaluation. The main board was installed in known good unit, powered on and the reported issue was duplicated. Issue was isolated to two pressure transducers. Carefusion has initiated an internal corrective action through our corrective and preventative action system to address this issue.